Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. On 03/28/2025, the device was placed in pace mode, triggering expected messages such as "ECG lead-off" and "pd core warning 247", which typically indicate poor lead or pad contact. The device was powered off twice, then restarted with normal behavior and no critical errors. The activity log suggests poor ECG signal data, so pacing effectiveness can't be confirmed. The clinical log is not available for review. The device passed all functional tests, including simulated pacing. The device passed all testing successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. The clinician obtained a replacement device to continue to treat the patient still not working, went back to the first unit and it worked fine. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.